Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that following a lead pull from a trial on (B)(6) 2024. Patient experienced severe pain and was admitted to the hospital. Patient developed an epidural hematoma at the lead site. As a result, surgical intervention was undertaken on an unknown date wherein hematoma was removed to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received.